Event description:
During use of the device for a cardiopulmonary bypass procedure, the display of the central control monitor unexpectedly went blank. No other details regarding the nature of the event were provided. Control of the pumps remained available through redundant local controls. There was no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.